Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient developed an irritation and scarring under the electrodes due to a tight fitting garment. The patient's physician instructed the patient to use neosporin, but the patient elected not to. The patient was issued a larger garment size.